Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/general") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included overweight, diabetes since 2009, irregular menstruation and abdominoplasty. Concomitant products included alprazolam, bupropion hydrochloride, clonazepam, dexamfetamine (dextroamphetamine), glimepiride (amaryl) from 2010 to 2013, glimepiride (glimerid) since 2009, insulin lispro (insulin humalog) since 2009, lamotrigine, medroxyprogesterone, oxycocet (acetaminophen w/oxycodone), potassium chloride and solpadeine (tylenol 1). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes (mood swings),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (depression)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ abdominal pain"), abdominal pain ("abdominal pain") and lichen sclerosus ("reproductive system disorder or condition type of disorder or condition: lichen scherosus"). The patient was treated with fesoterodine, tolterodine (detrol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain and lichen sclerosus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, lichen sclerosus, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after removal of essure device most if not all symptoms decreased and soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received: new event: lichen sclerosus added. Concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/general") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and diabetes since 2009. Concomitant products included alprazolam, aspirin w/oxycodone (oxycodone and aspirin), bupropion, clonazepam, dexamfetamine (dextroamphetamine), glimepiride (amaryl) from 2010 to 2013, insulin since 2009, lamotrigine, medroxyprogesterone, potassium chloride and solpadeine (tylenol 1). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes (mood swings),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (depression)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with fesoterodine, tolterodine (detrol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after removal of essure device most if not all symptoms decreased and soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received, reporters added, hormonal changes (mood swings), abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems (depression), bladder problems or changes, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, concomitant diseases added, lab data added, concomitant drugs added, treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ abdominal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.